Event description:
It was reported that the stent was successfully placed in the rca, along with another stent, and the patient was removed from the table. The patient became symptomatic and an angiogram was promptly done. A new issue (possible thrombus) was found in the artery between the two stents that had been placed. Further intervention was unsuccessful and the patient was sent to ICU. Reportedly the patient is recovering without further effects.